Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer stated that the drive support cap appeared to be normal. Customer stated that insulin pump had motor error alarm. Customer stated that they were able to clear the alarm and also were able to rewound the insulin pump. Insulin pump was not exposed to high magnetic field. The device will not be returned for analysis.